Event description:
Pt died as a result of complications from breast implants. Intracerebral hemorrhage was caused by vasculitis, an autoimmune disorder triggered by leaking silicone. Pt was diagnosed as having vasculitis on 2/24/94, and she also had lupus-like symptoms.